Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient via the manufacturer representative (rep) reported that the patient lost their patient programmer (pp) after turning off the implant. The symptoms related included severe dyskinesia, and the rep advised the patient to go to the hospital. The implant was interrogated by the rep at the hospital using a clinician programmer on (B)(6) 2016 and it was found that the implant was still on, which was then turned off. Later on, the patient found the pp in the glove box, and the issue was resolved at the time of the report. It was advised by the healthcare provider (hcp) to turn the implant back on (B)(6) 2016. Additional information received from the rep on dec-02 reported that after turning the device on, the patient took medication, and did not present any dyskinesia symptoms. It was confirmed that the cause of the severe dyskinesia was too much medication with electrical stimulation. The patient's indication for implant is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.